Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC line was inserted on (B)(6) 2017 without problems. On (B)(6) 2017, the patient was having symptoms of redness to left arm, exudate/oozing at insertion site and PICC wasn't aspirating and had sluggish flow. On (B)(6) 2017 fluids was ceased and PICC removed. The customer reports that they think that the split part of the PICC was inside the patient, but we are unable to tell if the split was inside the vein or in the tissue.

Manufacturer narrative:
(B)(4). The customer returned one used PICC for evaluation. An opening on the catheter body was found near the 10-45 mark. A prominent bend was also identified at the area. The opening was examined and determined to be a rupture. The catheter body measured 21.85" in length, which is within specification. The ruptured area is located 4" from the hub and 1/8" in length. Water was passed through both extension lines using a lab inventory syringe. The rupture area leaked when the proximal line was flushed. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit instructs to ensure patency of the intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications. The IFU cautions not to exceed ten injections or the maximum pressure of 300 psi, warm contrast media to body temperature prior to pressure injection, ensure catheter is not occluded, use the appropriate tubing between catheter and power injector equipment, and follow the contrast media manufacturer's specified instructions for use to reduce the risk of damage to the catheter. Other remarks: the customer reported issue of the catheter body rupturing during use was confirmed during the sample investigation. Visual inspection was performed on the returned catheter and a rupture was identified on the body. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the PICC line was inserted on (B)(6) 2017 without problems. On (B)(6) 2017, the patient was having symptoms of redness to left arm, exudate/oozing at insertion site and PICC wasn't aspirating and had sluggish flow. On (B)(6) 2017 fluids was ceased and PICC removed. The customer reports that they think that the split part of the PICC was inside the patient, but we are unable to tell if the split was inside the vein or in the tissue.